Event description:
Allegedly insert change due to infection.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Trends will be evaluated. This report will be amended when the investigation is completed.